Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was about to program a bolus and noticed the insulin pump had a button error alarm. The customer stated that the device may have been exposed to fluid. Blood glucose value was 79 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump esc button did not respond due to corroded keypad trace. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.